Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) is experiencing a stinging and aching pain at the paddle site. The discomfort is said to occur when the patient leans on an object. This situation will continue to be monitored. Revision of the lead is being considered by the physician.